Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. Patient code used for: a dural tear injury and the reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was report that the patient had original surgery on (B)(6) 2018 for a spine fusion procedure at disc levels l5-s1. Patient was implanted with one (1) t-pal spacer with expedium rod and screws for fixation. Inter-operative, as the surgeon was attempting to insert the spacer implant with the t-pal spacer application handle instrument, between the patient l5-s1 spine disc space, the instrument caused a dural injury. Due to patient¿s anatomy, a collapsed disc space and the slight overhang design between the inserter and the implant/inner shaft, surgeon felt that these issues added to the cause of dural tear injury. Surgeon applied spine sealant to address the patients dural tear. Surgeon continued the procedure using the same instruments and spacer. Surgery was completed successfully with a 10-minute time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant devices: t-pal spacer 10mm x 28mm ; 9mm height (item # 08.812.009, lot # unknown, quantity 1 each) . This request is for one (1) device. This report is 1 of 1 for (B)(4).